Manufacturer narrative:
The biomedical engineer reported that the zm-531pa telemetry transmitter will intermittently drop the ECG at the central nurse's station (cns). The waveform will disappear, but no errors displayed, and no signal loss reported. The customer wants to do an exchange. No patient harm reported.

Event description:
The biomedical engineer reported that the zm-531pa telemetry transmitter will intermittently drop the ECG at the central nurse's station (cns). The waveform will disappear, but no errors displayed, and no signal loss reported. The customer wants to do an exchange. No patient harm reported.